Event description:
It was reported that the health care professional (hcp) requested analysis of the cardiac resynchronization therapy defibrillator (crt-d) data due to possible left ventricular (lv) lead failure to capture. Rhythmcare reviewed the information and discussed the lv output was on auto during the episodes reviewed and the threshold was 1.7 volts, but as from the other device data, lv capture could be inconstant and need to be checked following the recommendations provided. The device remains in service. No adverse patient effects were reported.